Manufacturer narrative:
H6: the authorized third party service provider (asp) elected to return the device to ventec for evaluation and repair. The device was evaluated by ventec where the reported issue of it alarming due to very low fio2 (fraction of inspired oxygen) readings was confirmed through a review of its electronic records (system logs). Ventec was unable to duplicate the very low fio2 alarm during testing. During the evaluation, however, ventec also observed that the device was providing inaccurate fio2 readings. Ventec replaced the oa2 board and metering valve to resolve both reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the oa2 board and metering valve, which did have a broken drive band.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.